Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error in the middle of the night. The patient's blood glucose at the time of incident was 9.3 mmol/l. The customer attempted to resolve the alarm by changing the battery but the button error alarm persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms loud alarming was noted. Unable to perform any tests due to the unresponsive keypad. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a severely scratched display window.